Event description:
According to the distributor report, dermabond topical skin adhesive was used to close a pt's forehead laceration. The pt returned two days later because the wound had dehisced. The laceration was sutured. There is a skin knot at the site.